Manufacturer narrative:
A root cause for the reported event is yet to be determined; investigation by the manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, prior to treatment inside the patient, the aquabeam scope broke while being inserted into the aquabeam handpiece. The scope and handpiece were replaced, and the procedure continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences with the patient because of this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: three (3) good faith efforts have been made by procept biorobotics to obtain the aquabeam scope for investigation without sucess. To date, no device has been returned for investigation. A review of the device history record (DHR) for serial number (B)(6) and the aquabeam scope / serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A 12-month similar complaint review confirmed 15 other similar events reported to procept. Aquabeam robotic system user manual, um0101-00, rev. F, was reviewed and states the following: 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup -hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. -an audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure the root cause of the reported event was unable to be established as the aquabeam scope was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.